Manufacturer narrative:
Submit date: 11/22/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a scd controller. Upon triage on (B)(6) 2016, service found a burnt fan.